Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer power cycled the system with no success. The fse replaced the core to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A supplemental report will be submitted when the manufacturer's investigation is completed. This complaint is being reported based on the following conclusion: the customer aborted after the start of the procedure due to nonrecoverable 86 error. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer received error 86. The customer powered cycled the system and error come back. Onsite was not functional due to broken cable/connector in the operating room (or). The customer was able to provide information regarding root cause; the node involved was 32 and it was pointing to the icc board and/or power supply. The procedure was aborted post anesthesia and port placement with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vision side cart (vsc) core unit involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint of getting ¿error 86.¿ the error was pointing to the isi core controller (icc) board and/or power supply issue. When reviewing the system log, there are several error 86 faults. The core was tested on the printed circuit assembly (pca) test system. The system failed with error 86. The power tray failed. The power tray text fixture was replaced and programing occurred without any issue. The system started up without any error. The system was power cycled 30 times with this part and passed. The core remained on the test system for hours and in normal operation. It performed without any error. The complaint regarding error 86 was confirmed based on fa, which indicated that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.